Manufacturer narrative:
Continuation of concomitant medical products: section 'suspect device' information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c93ej, serial/lot #: (B)(4), ubd: 2020-06-06, UDI#: (B)(4); product ID: etlw1613c93ej, serial/lot #: (B)(4), ubd: unknown, UDI#: (B)(4); product ID: etlw1613c93ej, serial/lot #: (B)(4), ubd: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c93ej, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date. It was reported that on an unknown date a few months post the index procedure, aneurysm enlargement was observed. A laparotomy procedure was carried out and an artificial blood vessel was implanted to prevent future aneurysm rupture. It was reported that during the laparotomy the aorta was blocked below the renal artery and when the aneurysm was incised yellow transparent liquid was confirmed to flow out of the aneurysm. No endoleak was confirmed so it was speculated that the cause of the aneurysm enlargement was the liquid. The liquid was presumed to be the plasma component exudation (seroma) from the graft, but details were unknown because the examination of the liquid that had flowed out was not performed. The endurant ii stent graft system was partially explanted during the procedure. The proximal edge of the bifurcate including the supra-renal stents remained and the artificial blood vessel was implanted in the distal region. The procedure was successful, and the patient was discharged. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine